Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.5/+0.5/169 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) in (B)(6) of 2017. The surgeon reports macular edema without other signs. It was also reported that this was a myopic case. The surgeon is considering removal of icl but it has not been confirmed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: the lens was implanted on (B)(6) 2017. The lens was explanted due to excessive vaulting, loss of bcva, inflammation, and macular edema. On (B)(6) 2018 the reporter stated "disappearance of macular edema or posterior synechia with pupillary deformity right eye." Secondary surgical intervention, lens explant. (B)(4).